Event description:
My c-pap machine was on the list of recalls from phillips. I waited patiently for my new machine. My problem is the extremely poor replacement that was sent to me. I am surprised that the company was allowed to replace the well built equipment with less than acceptable machines? Who is going to buy a new machine for me when the current is no longer working? It is extremely unfair and our insurance company and (B)(6) will be paying for lots of new machines. This is how our premiums keep rising. This entire process should have been monitored and these awful machines should not have been approved.